Event description:
It was reported that during a cholecystectomy procedure, the clip did not come out. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Dropping or ejecting clips. Eval summary: the analysis results found that the instrument was returned in good visual condition. The instrument was cycled, fed and ejected four clips. The instrument lock out was functional. The device was disassembled to verify the condition of the internal components and the assembly between the shroud and shaft was loose, not allowing the device to function as intended. We have documented the circumstances as they was reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.